Event description:
It was reported that during an enucleation of prostate procedure; after firing the beam, it was noticed the fiber was fracture. Due to this, the procedure was completed using another device. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the fiber confirmed it was received in one piece; the fiber body did not present defects. The microscopic analysis determined the fiber glass tip was broken, and the fiber connector was received in good conditions. The fiber was also functionally tested and concluded the aiming beam was bright but distorted. It is likely that procedural conditions, such as physician technique, size and composition of the material being ablated, may have contributed to the fiber tip to breaking off, leading to the reported event. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during an enucleation of prostate procedure; after firing the beam, it was noticed the fiber was fracture. Due to this, the procedure was completed using another device. There were no patient complications.